Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use? No. Device returned to manufacture: no. Conclusion(s): received one iag bc 22ga catheter-adapter assembly connected to an extension tubing. A device history record review was not performed as the lot number is ¿unknown¿ for this complaint. Visual/microscopic evaluation: the connection between the catheter adapter assembly and the ext. Tubing was soiled traces of solution were visible on the catheter tubing. Slight damage was observed on the inside of the adapter water/air leak test: attached the iso standard testing slip luer to the end of the catheter/adapters and performed the leak test. No leakage was observed on any of the areas of the received unit. The damage within the inner rim of the adapter that was observed in this incident investigation is manufacturing related and could be a potential for an unsecure/ unsuccessful connection that could result in an open path where air could be introduced or leakage could occur in the clinical setting. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Conclusion(s): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter leaked at the connection point. No serious injury or medical intervention reported.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter leaked at the connection point. No serious injury or medical intervention reported.